Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the base handle resized because handle was closed without 6in transitional installed, and this deformed the hole. Units 6in transitional member was replaced for pm maintenance. All worn components were replaced due to wear including the shock cushion, 1/4in pin and adjustment wrench. General maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely use error (handle was closed without 6 inch transitional installed, which deforms the hole, causing it to get stuck). No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transition member was stuck inside the mayfield ultra base unit (a2101). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.